Event description:
At closure of a procedure, one of two perclose sutures snapped resulting in inability to deploy suture to arteriotomy. Pt developed a large hematoma despite manual compression by performing cardiologist and surgical assistants.